Event description:
The product is a 3.5 mm drill that has a 10.5mm reamer that remains in line with the drill until deployed. Once deployed, the drill becomes a reamer, 10.5mm, at its tip. After this position deployed and engaged the cortex of the lateral femoral condyle, the reamer tip broke into several pieces. "I attached the product brochure for a better description. This is the same technique I've used in my approximately 75-100 acl reconstructions since starting here in (B)(6) 2012".